Event description:
Pt was on radiology table and moved her hand off table while carriage was being moved by technician. Left middle finger was caught between floor carriage and stationary electrical box causing a laceration to finger and fracture to left middle finger. Laceration required sutures, finger was splinted.